Event description:
Caller reported that insulin gauge displayed an amount different than expected, indicating a fill estimate issue. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to remove air from the cartridge, replaced the cartridge, and confirmed that the pump was functioning normally again, with no further assistance needed.